Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a network issue. A field service engineer dialed in remotely to assist the client with updating the network information on the pyxinet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer on that a bd pyxis¿ medstation¿ es tower went offline during an upgrade. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.